Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, there was no urine flow. Subsequently, another device was used.

Event description:
It was reported that after insertion, there was no urine flow. Subsequently, another device was used.

Manufacturer narrative:
Per additional information received during the device evaluation, the reported event was found to be exempt from reporting, per exemption e1998006.